Event description:
It was reported that decreased sensing and increased capture threshold were observed. Dislodgement due to lack of slack in lead was suspected. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.